Manufacturer narrative:
A software investigation of the imaging system¿s data logs is in progress.

Event description:
A site representative reported that the imaging system¿s source/detector was not "turning" whether when trying to switch from ap to lateral under 2d mode, or when trying to do a 3d acquisition. The issue occurred multiple times and was ultimately resolved by re-booting the system. No patient was present during this event, so no patient demographics are applicable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Unable to duplicate the reported issue. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.